Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider. The patient's pump had not alarmed, the alarm date was (B)(6) 2016. The patient missed a refill appointment on (B)(6) 2016 and the pump was refilled on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient's pump alarmed because the patient needed a refill and missed it when he was traveling. The pump was eventually refilled. No patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.